Event description:
It has been reported to us that the guide catheter hub fractured during use. Patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.